Event description:
It was reported by the account that during a lap chole procedure, the clips would not close completely. Unk how many clips were fired. Another device was used to complete the case with no pt consequence. One device to be returned.

Manufacturer narrative:
(B)(4): evaluation summary: the analysis results found that the device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.